Manufacturer narrative:
The lot provided, 10065163ca, does not appear to be a valid lot. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event regarding altr involving a meridian stem was reported. The event was not confirmed. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient presented in follow up doctors visit with hip pain. Patient was revised on (B)(6) - changed poly from crossfire to x3, changed head to ceramic with sleeve. Pseudo tumor r hip at 7 year post op. Update as per legal information: it was reported through the filing of a lawsuit that the plaintiff underwent a hip implant on (B)(6) 2006. Plaintiff has suffered and continues to suffer serious bodily injury. Plaintiff was revised on (B)(6) 2013.

Event description:
It was reported that the patient presented in follow up doctors visit with hip pain. Patient was revised on (B)(6) - changed poly from crossfire to x3, changed head to ceramic with sleeve. Pseudo tumor r hip at 7 year post op. Update as per legal information: it was reported through the filing of a lawsuit that the plaintiff underwent a hip implant on (B)(6), 2006. Plaintiff has suffered and continues to suffer serious bodily injury. Plaintiff was revised on (B)(6), 2013.